Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a test step. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the device failed a test step. The active exhalation control module was replaced to address the issue.